Event description:
The customer reported having issues during prime/rewind. The blood glucose reading was 400mg/dl. The customer stated that he is purposely running high because he has run out of sensors, and he though he had finished loading. The caller stated that the insulin pump was stuck in the bolus delivery loop. The customer mentioned that he had two strokes and has lost the ability to feel when he runs low. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. However, the buttons function properly. Further testing could not be performed due to the prime/fill anomaly.